Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 additional information for initial reporter name: (B)(6),

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) just shut off.

Manufacturer narrative:
Updated fields: b4, d9, e1(email address), g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified fault codes 112/118 and replaced the kit, display monitor to video gen board (d040-00-0456). The fse also noticed the safety disk (d202-00-0140) was expired and replaced that as well. Additionally, the fse performed a full calibration and the unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the parts associated with this complaint. Parts were received with a reported failure of the pump shutting off while on a patient. Also had fault codes 112 and 118. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. All testing passed. No failure confirmed. Retaining the part in the failure analysis and testing department.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) just shut off. There was no injury reported.